Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k101880. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant was loose and was removed due to pain and discomfort. No further information was provided.